Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a regular scheduled visit. Multiple episodes of noise were observed. The noise was not reproducible in clinic. The patient was asymptomatic. Noise was suspected to be due to the atrial deflection being mutli-pointed. Programming changes were made. The patient is stable and will return to clinic in few months.